Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire. The device was not working and there was no signal on the handle. The cartridge was changed, but still did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated one autoclave cycles for the adapter. A pmv representative single use loading unit (sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able fire. The device was not working and there was no signal on the handle. The cartridge was changed, but still did not fire. The new device was changed. There was no patient involvement.